Event description:
A ventilator was returned to the MFR for service. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the ventilator at the MFR's service center, a failure related to the remote alarm connector was observed. The device's power management board and system board were replaced to address the issue. In addition, the device's sensor board tubing was observed to be disconnected. The sensor board tubing was reconnected to address the issue.